Event description:
It was reported that during a cardiac catherization, the balloon broke resulting in an open heart surgical procedure.

Event description:
It was reported that following placement of a coronary stent for a subtotal occlusion, a baloon was place through the stent in an attempt to dilate a branch of the intermediate ramus vessel. The ballloon was dilated to 8 atms and migrated distally with injection. The physician was unabel to remove the balloon. Attempts to pass a second wire into the vessel were unsuccesful in removing the balloon. The pt wa taken for coronary artery bypass surgery (x2) and removal of the balloon from the coronary artery. The distal part of the balloon was found to be tightly compacted in the coronary artery, but was removed from the coronary artery with some difficulty. The proximal portion was removed through the aorta. The pt survived the surgery. Pt status immediately after surgery was not available.